Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm due to a motor stall. The patient did not have an MRI. It was noted that the patient does have an amplifier magnet on the refrigerator and was 6 feet away from that and no recovery shown in logs. The pump and catheter were replaced. No patient symptoms were reported. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.